Event description:
It was reported that during a femoral artery angioplasty treatment procedure, balloon removal difficulties were encountered. The customer stated that, "during withdrawal, the whole balloon segment came off from the catheter upon removal through a 6f sheath. Balloon is lodged in the distal end of the sheath." It was further reported that an over-the-wire pin pull technique was used to retrieve the balloon and the entire segment was successfully removed. The pt was asymptomatic during this event. The procedure was successfully completed with this device with no pt injuries or complications. Pt status is reported as "fine."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. Additional PMA 510(k)# k011889.